Manufacturer narrative:
Lawyer filed report - (B)(6).

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced an unknown injury and a product problem after a sparc sling was implanted on (B)(6), 2006. The device remains implanted. No further patient complications were reported in relation to this event.